Manufacturer narrative:
Failure analysis revealed that no unexpected display anomaly noted during testing. The insulin pump was programmed with the current time and date and monitored for a day. The time and date function properly. All the buttons did function correctly. However moisture damage noted due to corroded keypad traces. Also, moisture damage on the lcd board, minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained address/serial number label.

Event description:
It was reported that the customer had moisture damage and an unresponsive keypad on the insulin pump. Customer's blood glucose level was around 200 mg/dl. Customer stated that the buttons were not responding. Customer reported that the pump was alarming but nothing was showing on the screen besides the battery/reservoir icons, time, and closed circle. Customer mentioned that there seems to be some sweat and fog in the screen. Customer reported that there was fluid under the lcd display. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.